Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working. The patient underwent an ipg explant procedure. The explanted device will not be returned as the facility would not release it.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.